Manufacturer narrative:
Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Attachment: [2018-08 exemption e2013036 submission_otp.xls]

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ e2013036 for product code otp. Submissions for product codes otn and pah can be found under manufacturer reports numbers 3005099803-2018-02578 and 3005099803-2018-02577.